Event description:
In this case, it was reported that the prosthetic mitral valve was explanted after an implant duration of approximately 8 years. Per the op report, this device was explanted due to severe mitral stenosis (ms) and mitral regurgitation (mr). The patient recently had multiple admissions for congestive heart failure and was found to have severe ms and mr, as well as tricuspid regurgitation. The patient was referred for redo-mitral valve replacement and tricuspid valve repair. Pre-operative tee show good wall motion throughout the lv. The rv was massively dilated. Ra and la were massively dilated. Again, the patient showed severe ms and mr. Upon explantation of the old mitral valve, it was clearly stenotic with extensively fibrotic and stenotic mitral valve leaflets. A new bioprosthetic valve was implanted. Post-operative tee demonstrated a well functioning mitral valve without evidence of perivalvular leak.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed. Minimal to moderate calcification was observed in the cusp area of leaflet 1, minimal calcification was observed in the cusp area of leaflets 2 and 3. The free margins of leaflets 1, 2 and 3 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was minimal to moderate at the stent outflow and heavy at the stent inflow. Leaflet 1 had cut area of 8mm x 8mm, leaflet 2 had cut area of 11mm x 2mm and leaflet 3 had a cut area of 7mm x 3mm. Cut sections were not returned with the valve. The x-ray demonstrated calcification. Method: "x-ray." The subject device was returned for evaluation, which confirmed the report of stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: minimal to moderate calcification was observed in the cusp area of leaflet 1, minimal calcification was observed in the cusp area of leaflest 2 and 3. The free margins of leaflets 1, 2 and 3 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was minimal to moderate at the stent outflow and heavy at the stent inflow. The x-ray demonstrated calcification. This device was reportedly explanted due to severe ms and mr. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and regurgitation (e.g. Leaflet tear). Through evaluation of the subject device, calcification and host tissue growth were demonstrated. Based on these findings, it has been determined that these were the primary causes of the reported stenotic and fibrotic valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.